Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fracture reduction of the external humerus, while the doctor was suturing, the needle suddenly broke. The broken needle was taken out and new suture was used to complete the procedure. The surgical procedure was extended for 30 minutes of more. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fracture reduction of the external humerus, while the doctor was suturing, the needle suddenly broke. After searching, removed the residual needle and new suture was used to complete the procedure. The surgical procedure was extended for 30 minutes of more. There was no patient injury.